Event description:
The wire unraveled will inserted/advanced in to the vein, the wire had to removed

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The wire unraveled will inserted/avanced in to the vein, the wire had to removed.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. One unsealed sample was returned to argon by the customer for review. A visual inspection was performed on the returned product. The visual inspection established that the coil of the guidewire was stretched out and that the core wire was broken but the weld for the coil was still intact. The damages observed looks to be consistent with pulling on the wire with excessive force. Perhaps the guidewire got caught on something during the procedure and additional force was used to retrieve it. Since the root cause is likely the result of an event within the user's environment, no corrective action will be implemented.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
The wire unraveled will inserted/avanced in to the vein, the wire had to removed.